Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Reportedly, a number of past occlusion alarms were resolved by performing an infusion set site change, other occlusions where not resolving by performing this action. The customer's blood glucose level (bg) for past occlusion alarms was not provided; current bg level was 178mg/dl. The customer reported that the pump would continue to be used for insulin therapy.